Event description:
The complainant reported that the automated impella controller's (aic) purge motor was not properly applying torque. No report of patient involvement, harm, or injury.

Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the purge issue has been completed. The impella automated controller was not returned to the manufacturer for investigation. The data logs were not available for analysis. The japan field service representative reported that when attempting to test the torque specifications of the purge motor during preventive maintenance the motor was not applying torque to specifications. The field service engineer replaced the purge motor and reported that after replacement no issues were observed with motor torque. The motor passed preventive maintenance specifications after replacement. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.